Event description:
Procedure type: anastomosis; according to the reporter: after firing the device, the surgeon noted that the tissue specimen was not fully cut and some staples were not fully formed. A second anastomosis was performed and the surgery was completed. The surgical time was extended three hours due to the pts restricted pelvis body structure.